Event description:
It was reported by the patient's spouse that the patient had been hospitalized with hyperglycemia and corona virus disease (covid) on (B)(6) 2025. The patient's blood glucose levels reached around 600 mg/dl while wearing the pod for an unknown duration. It was also reported that the patient had parkinson's disease (pd). Few weeks prior to the reported event, the patient's spouse was too sick to manage the patient's pod and was not successful with bringing the patient's blood glucose levels down. Symptoms reported include the patient feeling sick. The patient's treatment was not provided but they were discharged on (B)(6) 2025.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.1. Hardware: iphone 13.2. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.